Event description:
Noticed the display of the insulin pump was getting dim and hard to read. A few weeks later I received a letter from the manufacturer saying they were aware that the pump display could become dim and hard to read. When I called the manufacturer, they said I would have to buy a new pump since the existing one was out of warranty. I feel that if this is a known manufacturing problem that can be a safety risk, that they should replace the defective pump.